Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump had unexplained no delivery alerts not due to site issues. Customer was not remembered what error code received to the insulin pump. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no e/a alarm noted during test.